Event description:
Reporter noted posterior capsule tear occurred during procedure. There was no chamber fluctuation or collapse. Anterior vitrectomy performed; iol placed in sulcus.

Event description:
Additional information received noted outcome is excellent.